Manufacturer narrative:
Quality investigation is ongoing; add'l info will be submitted once the failure analysis is complete.

Event description:
The stryker core impaction drill was sent in for evaluation because it was leaking oil during a tooth extraction procedure. The oil was noted on the sterile drape, but none was noted at the surgical site. No adverse event was reported, another drill was used to complete the procedure.